Manufacturer narrative:
The reported event of premature battery depletion on pacemaker was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in-clinic. Upon interrogation, the pacemaker was at elective replacement indicator, but the physician alleged premature battery depletion. The device was successfully explanted and replaced. There are no patient consequences.